Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the main keypad assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the power button on their device's main keypad assembly was partially intermittent. The customer advised that only the right side of the power button would respond when pressed. As a result, defibrillation could be delayed due to the potential delay in powering the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and observed that the left side of the on button was worn/flat and required a firmer press for recognition (in order to engage). The right side was ok.

Event description:
The customer contacted physio-control to report that the power button on their device's main keypad assembly was partially intermittent. The customer advised that only the right side of the power button would respond when pressed. As a result, defibrillation could be delayed due to the potential delay in powering the device on. There was no patient use associated with the reported event.